Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). Initial reporter's phone number: (B)(6).

Event description:
It was reported that a patient underwent breast reconstruction with a 400cc mentor tissue expander. On (B)(6) 2018, during the second stage of the reconstruction, the surgeon noted deflation due to a hole in the expander. It was noted that the deflation prevented the tissue expander from reaching full expansion volume. The surgeon replaced with the expander with a mentor round implant.

Manufacturer narrative:
Additional information was received on 02/18/2018. The patient was a (B)(6)-year-old (B)(6) woman, date of birth (B)(6). Patient details have been updated. (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 7335846 was reviewed on 03/01/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: 2016-06-13. Sterilization expiration date: 2020-06-13. Manufacturer¿s reference number: (B)(4).